Manufacturer narrative:
Approximate age of device: 2 years 2 months. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. A review of the submitted log file (85280921) showed 240 events spanning approximately 32 days (26apr19 ¿ 28may19 per time stamp). On (B)(6) 2019 at 06:46 the no external power alarm activated while connected to the mpu due to both white and black lead rsoc voltage levels dropping down to ~4.8v. On (B)(6) 2019 at 09:47, the log file captured another no external power event during which both power cables were captured as disconnected from external power. This event also occurred on mpu support and was consistent with a loss of ac power to the mpu. When power was restored, the no external power alarm cleared. During both events the controller supported the pump at the set speed while being supported by the internal backup battery, as designed. No other notable alarms were active in the log file. Mpu-24548 was not returned for analysis. It is unknown if the mpu cord came loose from the wall or the back of the mpu. A root cause for the second no external power alarm was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced low voltage hazard/no external power event on (B)(6) 2019 while connected to the mobile power unit (mpu) based on the log file review by the manufacturer's technical service representative. This could be caused by the power cord coming loose from the mpu or the wall outlet.